Event description:
Hosp reported that during a code situation, the device was removed from its packaging to use in a resuscitation attempt. Clinician performing resuscitation noticed immediately that the device was missing the oxygen reservoir. Pt did not survive, but the clinician reported that the alleged problem with the device did not contribute to the pt death.